Manufacturer narrative:
A dräger service engineer functionally tested the ventilator and did not find any functional problem. In particular, the service engineer verified multiple times that entering and exiting standby mode functioned properly. The device log was downloaded and analyzed by manufacturer. The device log revealed that the savina 300 device has been ventilating the patient for several days. During this ventilation period no entries for technical failures were made. Due to this log analysis and the on-site test result it can be concluded that the device functioned properly. The sequence of user interactions can be followed in the device logbook: on (B)(6) 2015 at 16:17h the standby mode was activated by the user. The device reacted with high priority audible and visual alarm. After one second the ¿audio paused 2 min¿ key was pressed. The user confirmed the alarm by pressing the ¿alarm reset¿ key and the alarm stopped. Now the device was regular in standby mode. The device was left in standby for the following 30 minutes, which corresponds to the reported point in time and duration of the incident. During this period no mechanical ventilation of savina 300 was activated. At 16:47h ventilation was restarted by the user. About half a minute later a sequence similar to that one of 16:17h followed and the device was switched again to regular standby. A switch to standby is only possible with two distinct user actions involving different soft-keys or hard-keys. For entering standby mode of savina 300 the user has to: press the start/standby key (savina 300 opens start/standby dialog); touch the standby button on the touchscreen; confirm this by pressing the rotary knob. While in standby the alarm message "standby mode activated" is displayed in the header bar. The alarm message disappears after pressing the "alarm reset" key. Even after that, the message "standby" is permanently displayed in the header bar of the screen. The instructions for use describe switch to standby and contain a warning not to leave a patient connected to the device while in standby mode. It was concluded that no device failure has contributed to the reported event.

Event description:
The customer reported that while the ventilator was connected to a patient, the user found the ventilator in standby mode. The patient did expire.